Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the purewick had sudden issues with suction. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported.

Event description:
Patient said the pw has sudden issues with suction. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. As per additional information received from lorenda via phone on 01oct2025, it was reported trouble shooting done and received uti and not recommended by doctor.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Initial reporter address: (B)(6). Corrections: b, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.